Event description:
Baxter reported a transfer set with a broken spike. No pt injury or medical intervention was reported.

Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line.